Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal evolution device was received for product for evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis where a blood like substance was found along the suture and body of the evolution. The deployment sleeve was mated with the hemostatic sheath that was in the rear lock position with the color bands fully exposed. There was a noticeable bend in the hemostatic sheath beginning at the letter e in the angioseal logo on the sheath. A portion of the carrier tube assembly could be seen exposed at the distal end of the hemostatic sheath. After exiting the hemostatic sheath, the carrier tube was bent in a 90 degree handle pointed in the vertical direction. The compaction marker could be seen advanced to the first distal green marker. The collagen at the end of the compaction marker was tamped appropriately. This indicates that the tamping function was completed appropriately. The anchor was missing from the suture below the collagen. The handles of the evolution were then disassembled and observed for any anomalies. The gearbox assembly was found in the distal position adjacent to the mattel pins. The rack was also in the full distal position. The drive gear was properly seated. The complaint could be confirmed for anchor detachment. The investigation found that the collagen was appropriately tamped but there was no anchor present distal to the collagen. There appeared to be tears in the collagen adjacent to where the anchor would be situated. The bends in the compaction tube and hemostatic sheath indicate that the device was subjected to a large degree of force to cause this deformation. The carrier tube assembly and compaction tube would not have been released from the manufacturing facility with these large notable kinks. It is likely that while during deployment of the device the tensile force of the suture was exceeded. Possible causes of the anchor detachment extend from the user excessively pulling back on the device, weakened suture material due to exposure to moisture over an extended period, or incorrect placement of the device in the vessel. Which would have led to undue force on the anchor leading to detachment. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that after the angio-seal was set and they were pulling back, the foot plate stayed in the vessel and part of the collagen plug pulled out of the entry site. There were no bleeding complications and the patient ambulated, and is doing fine. However, part of the plug came out of the entry site. It was reported that patient condition is good.